Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during the device check in clinic. Oversensing was noted on the device. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.